Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. Upon arrival to the site, the stm powered the unit on and successfully completed all power on self tests. Then, known system trainer was connected and known balloon. When autofill was initiated, the unit immediately alarmed "autofil failure". During troubleshooting, the stm realized that the iabp fill tubing was not fully connected to the iabp fill port of the safety disk. The stm tightened the fill tubing and initiated autofill. The unit successfully completed autofill. The stm allowed the unit to continue pumping at 130bpm for 30 minutes without any alarms or abnormal function occurring. Investigation of logs confirmed the presence of (6) autofill fail faults occurring on (B)(6) 2021 with failure codes related to insufficient vacuum and a leak in the circuit. Subsequenly, a full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. The stm let the unit to continue pumping at 100bpm for 60 minutes without any alarms or abnormal function occurring. Since the device was functioning according to factory specifications, the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
T was reported that during use on a patient, the cs300 intraaortic balloon pump (iabp) failed to inflate the balloon. The end user stated that while attempting to initiate auto-fill, the unit "alarmed". And was unable to "clear the alarm". The patient was successfully transitioned to another iabp. There was no harm or injury to the patient and no adverse event was reported